Event description:
User reports that after administering flu vaccine, they activated the safety shield and claimed that the needle penetrated the shield resulting in a needle stick event though the shield was in place.